Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured. Recurrence of this malfunction could result in a prolonged intervention. No patient injury reported. This MDR is being reported per FDA request. Cross reference MFR report numbers: 3009784280-2020-00094, 3009784280-2020-00095. Patient information regarding relevant tests/laboratory data are unknown. This information was not available from the facility. The stellarex device was received for evaluation. Visual inspection confirmed a longitudinal tear, approximately 31 mm in length. The device was used off-label. The stellarex device is not indicated for in-stent restenosis. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
From the contralateral femoral approach,a stellarex device was inserted through a 6fr introducer sheath to treat an isr in the left sfa. The balloon was inflated to 6 atm, but the balloon ruptured. A new stellarex device was used, but also ruptured upon initial inflation. An abbott armada balloon was used to complete the procedure. No patient injury reported.